Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that the system was explanted due to infection with sepsis. It was reconnected externally and used as a temporary pacemaker. No adverse patient effects were reported. Should additional information become available this report will be updated.